Event description:
This was an ophthalmology case to repair ptosis of the left upper eyelid. During the procedure, a spark and fire was noted to come from the cautery pencil at the junction where the cautery needle connects into the cautery pencil. Wet gauze was immediately placed over the eye which extinguished the fire. The fire burned the pt's eyelashes, no skin or other areas were burned. The staff and physician were unharmed. Supplemental oxygen was not being used.